Event description:
It has been reported to the MFR by a kc sales rep that a dr has been having an inordinant number of balloon ruptures which have occurred in a much shorter time frame (2-4 wks) requiring replacement of the tube. There was no irreversible adverse consequences to this event as the impact on these pts are add'l exposure to the anesthesia for tube exchange and delay in receiving nutritional support while the j-limb is not in place. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident device has not been returned for eval. Without a lot number, the device history record could not be reviewed. However, the production history for this product was reviewed finding no anomalies to be documented. A f/u report will be provided if add'l relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigation.